Event description:
Note: this report pertains to the second of two reported malfunctions occuring during this event. Refer to MFR report #3005099803-2008-06704 for details regarding the first device. It was reported to boston scientific corporation that the guide wire of an endovive standard peg kit would not fit through the feeding tube during a peg placement procedure performed in 2008. There were no pt complications reported as a result of this event. The procedure was cancelled and rescheduled for the following day.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined.